Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. It was reported that during final tightening the set screws were jumping threads and would not break off. The set screws were removed and another set screw was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). The setscrews were returned for evaluation. Macroscopic and optical examination of the set screws reveals thread damage, with severe damage on one side, likely due to thread jumping, consistent with set screw overloading, and suggesting the rod(s) were not fully reduced prior to final tightening. A review of the device history records did not identify any applicable nonconformance to specification.